Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with palpitations. There were no recent episodes noted. The last episode was approximately three months earlier for one second. The episode showed some noise and t-wave oversensing (twos) on two beats of that one second episode. No further oversensing was noted. The lead remains in use. No patient complications have been reported as a result of this event.